Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The caller reported that the patient (pt) stated "it's not working anymore". Caller clarified that pt is no longer feeling vibrating of stimulation and has had a return of symptoms of not getting bladder control. When agent asked for event date caller stated that they "think its kind of slowly gotten worse" and stated even when the pt had the device first implanted they thought it wasn't working. Caller stated the pt was feeling stimulation initially and did have some improvement but was not sure to what extent and could not confirm if they had 50% improvement. Technical services agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed as caller was not with the pt on the call to complete troubleshooting. Emailed caller information on use of external devices/how to increase stimulation per caller's request. Reviewed therapy overview and stimulation expectations. The patient was redirected to their healthcare provider to further address the issue. Caller stated pt is currently in the process of relocating and looking for a new hcp. The caller mentioned unrelated medical history. This included caller mentioned pt is not good at communicating and mixes up their words.

Manufacturer narrative:
Date of event: no information. If information is provided in the future, a supplemental report will be issued.